Event description:
It was reported that the customer went into a hypo shock with blood glucose readings of 30 mg/dl and the paramedics were called. Customer stated that she was sleeping when her blood glucose readings begun to drop. Customer stated that she believes she stacked her insulin and heard the insulin pump alarming however could not do anything. The paramedics were called and the customer was treated at the house. Customer stated that the paramedics brought her blood glucose readings up and she did not have to be admitted. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.